Manufacturer narrative:
The referenced driveline issue with use of an ungrounded power module patient cable was reported under medwatch MFR report #2916596-2014-02295. Approximate age of device ¿ 2 years, 4 months. The device was received for analysis. The evaluation is not complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. The patient has a history of pump stoppages and has been using an ungrounded power module patient cable since (B)(6) 2014. At that time, the patient had reportedly gained 40 pounds and x-ray images showed the driveline was pulled fairly taught. The patient had presented to the clinic on (B)(6) 2016 for a routine follow-up appointment and the lvad system was inadvertently attached to the power module using a grounded patient cable, causing the system controller to sound low flow/low speed operation alarms. Interrogation of the system controller data found a pump off alarm that had occurred on (B)(6) 2016. The patient did not recall the alarm. The patient was asymptomatic. The patient was admitted to the hospital for fluid overload and evaluation of the pump stop event. X-ray images of the patient's driveline and the system controller log file were submitted to the manufacturer's technical services for review. The x-rays showed the internal portion of the driveline was pulled tightly between the pump end bend relief and the driveline exit site. The log file had captured the low speed that occurred in the clinic and the pump stoppage on (B)(6) 2016 which had occurred while the system was connected to battery power. On (B)(6) 2016, the manufacturer's technical services representative performed an external distal driveline replacement without incident. The low speed and pump stops events recurred after the external driveline replacement was completed. On (B)(6) 2016, the patient underwent a pump exchange. No additional information was provided.

Manufacturer narrative:
The report of low speed and pump stoppage events was confirmed based on the evaluation of the submitted log file. An external driveline replacement was performed and a section of the distal end of the driveline, approximately 22 inches, was returned for evaluation. Continuity testing of the returned driveline found all wires to be electrically intact. Removal of the outer silicone jacket and clear bionate layers revealed breakdown of the braided shield along the length of the driveline; however, visual examination and high potential testing found no area of compromised wire insulation. The patient underwent a pump exchange and the explanted pump was returned for evaluation. The pump was returned with the driveline cut approximately 1.5 inches from the pump housing and the remainder of the driveline was returned in one segment measuring approximately 37 inches. Continuity testing of both segments found all wires were electrically intact. Examination of the 37 inch segment extending from the metal connector revealed breaches in the red and orange wires, exposing the inner conductors at the proximal end of the segment, near where the driveline was cut. The breaches would have originally been located approximately 2 inches from the pump housing. Examination of the 1.5 inch segment extending from the pump housing revealed breaches in the red and orange wires, exposing the inner conductors at the distal end of the segment, near where the driveline was cut about 1 inch to 1.5 inches from the nipple of the outlet housing. Additionally, breaches in the black and orange wires, exposing the inner conductors, were noted adjacent to the nipple of the outlet housing. All of the observed wire damage appeared to be the result of fatigue failure due to abrasion against the braided shield. The system operates on a three phase motor, where each phase is powered by two redundant wires. If any of the exposed conductors contacted the braided shield while the patient was operating on a tethered power source, such as the power module, the resulting short to ground would have caused the reported low speed events recorded in the submitted log file. The reported event also could have been caused by a phase to phase short, which would occur if the exposed conductors of any two wires from different phases contacted each other or simultaneously contacted the braided shield while the patient was operating on a tethered or battery power source. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.